Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for stent dislodgement or stent damage from this lot. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU), states: prior to using the xience xpedition stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the non-tortuous, non-calcified, left anterior descending (lad) coronary artery, the 2.75 x 38 mm xience xpedition stent delivery system (sds) was advanced to the lesion and during inflation, per angiography, it was noted that the stent was missing. The stent implant was located outside the anatomy on the stylet which was located on the table. The mid portion of the stent was noted to be elongated. Two non-abbott stents were used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions, stent handling. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.